Event description:
Pt had a large colon cancer resected of transverse colon with primary anastomosis using a gia stapler, with both limbs closed with an autosuture ta stapler with a 3.5 mm load. Three days post operatively the pt developed abdominal pain, and 5 days post operatively the pt was returned to the operating room where it was found that the ta staple line had necrosed and failed. Ileostomy done with clean out of contamination. Pt had significant peri-operative mi.